Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 2.9. Date: (B)(6) 2011; inratio: 2.7. Date: (B)(6) 2011; inratio: 4.6. Patient's therapeutic range: 2.5-3.5 inr. Patient testing after being off antibiotics.